Event description:
It was reported, the customer exposed their insulin pump to moisture. Customer had gone into the pool with their insulin pump. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.